Event description:
Reported by the complainant as follows: there is no transmission signal from the electrode.

Manufacturer narrative:
Based on current info, recurrence of this malfunction would likely lead to a serious adverse event. Leads that results in erroneous results or asystole on the ECG tracing would likely cause a misdiagnosis and inappropriate medical treatment of the pt. Reported to the FDA on (B)(4) 2011.